Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare provider (hcp) (rep) concerning patient with an implantable neurostimulator (ins). Manufacturer representative (rep) reported that at replacement, could not establish good connection with the 0-7 lead. All contacts where red. Upon impedance, shorts were noted throughout the lead with contact 1 out. Patient said scs was working fine until it reached eos. The rep cleaned the lead several times. Removed and reinserted lead into port several times. Rotated lead. Could not establish positive connection. Seated lead and secured in ins. Programmed around high impedance contacts and issue was resolved. No patient symptoms were reported.